Event description:
It was reported that there was a bleed in the area of the lead tip in the left hemisphere. The patient had right sided weakness while in recovery. X-rays were taken. Later that day it was reported that there was a brain bleed after lead placement two days prior. To the reporter¿s knowledge the patient was stable, but still had right side weakness. The patient was at the hospital and it was noted that this neurosurgeon had not had this occur before. Four days later the reporter did not have information on interventions taken or planned. The reporter did not know how the patient was doing. The patient was not receiving therapy. It was noted that the extensions had not been implanted. Later that day it was reported that the bleed was detected on a CT-scan. The implantable neurostimulator (ins) had also not been implanted yet. Six days later it was clarified that this was an initial lead implant. Both leads remained in place and the extensions and ins would be implanted pending the patient¿s recovery and rehab. The bleeding had resolved, but the patient was still experiencing left sided weakness. The patient was in rehabilitation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was other medical issues. This was not due to the manufacturer equipment or implant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient had a stroke from the deep brain stimulation (dbs) implant procedure. It was then stated that the hcp was not sure if it was during the procedure or after as it occurred 2 years ago and the patient was implanted in (B)(6) 2015. It is unknown when the issue occurred. Follow-up with the hcp indicated that the stroke was observed post-operatively on (B)(6) 2014. The actions/interventions taken to resolve the stroke included medication, occupational therapy, and physical therapy.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0b8hm, product type lead. (B)(4).